Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009; p1501dr ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a valve replacement procedure, the chronic right ventricular (rv) lead sustained damage after it was sutured into the new valve, consequently losing the ability to sense and pace at high output. The lead was capped and replaced. No patient complications have been reported as a result of this event.